Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners do not fit correctly, they are cutting into their gums. Patient provided bite video, stls are poor. Refinement is needed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.